Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous lad. After predilation, the orsiro passed the lesion without problems. When applying pressure up to 6atm the stent could not be expanded. After withdrawal of the delivery system, it was detected that the stent had fallen off close to the target lesion. The stent was retrieved with a snare. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon shoulders are slightly unfolded, and blood was found inside of the balloon lumen. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The distal part of the balloon shows a damage in the shape of a cut over the x-ray marker. This cut is reaching through the wall of the balloon shoulder, causing a leakage. It seems likely that the cut in the balloon was caused by a hard, sharp-edged object pressing against the balloon from the outside. The leakage and the incomplete opening of the balloon most likely contributed to the dislodgement of the stent. The stent was returned entangled with the snare. The stent is severely deformed (i.e. Elongated) over its entire length. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified. The most probable root cause for the complaint event is related to the patients anatomy. It should be noted that the IFU clearly states not to inflate the balloon if vacuum cannot be held, as this indicates a leak in the delivery system.